Event description:
The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted.disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Evaluation summary: outer insulation breached depression; proximal segment of lead returned and analyzed.